Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain on the right leg and worsen while walking. The patient was prescribed with additional medication to alleviate the pain.

Event description:
It was reported that the patient was experiencing increased pain on the right leg and worsen while walking. The patient was prescribed with additional medication to alleviate the pain. Additional information was received that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing increased pain on the right leg and worsen while walking. The patient was prescribed with additional medication to alleviate the pain. Additional information was received that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.